Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative unspecified additional test.

Manufacturer narrative:
Section b5 has been updated with additional information. Section h6: health effect - impact code has been corrected to 2199 - "no health consequences or impact".

Event description:
User reported false positive result. No additional information relating to follow-up testing was provided.